Event description:
Per the clinic, the patient experienced inflammation with device use; subsequently the patient's device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device as of the date of this report.